Event description:
It was reported by the nurse that the explanted generator was able to communicate as she was able to get the programmed settings from the explanted generator. It was explained that the paperwork was filled out prior to the re-implant and the nurse forgot to change the paperwork. Additionally, both programming systems for the physician were checked and noted to be working properly.

Manufacturer narrative:
.

Event description:
Analysis of a generator, explanted prophylactically, was completed on (B)(6) 2015. The battery showed an ifi = yes condition. A review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator. The manufacturer previously investigated these events.

Event description:
An implant card was received by the manufacturer on (B)(6) 2015. It was noted on the implant card that the reason for replacement was due to "battery depletion, unable to interrogate due to battery depletion". It is unknown to date why the physician was unable to interrogate the device as the device was found to be at ifi = yes, which would still allow for interrogation and programming of the vns device. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Age at time of event; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.